Event description:
It was reported that the patient presented to the hospital for syncope. Device interrogation revealed the right ventricular lead exhibited failure to capture due to confirmed dislodgement. During the revision procedure, the lead helix exhibited failure to extend and retract. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution.

Manufacturer narrative:
Correction - h6 codes for product not returned.